Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was hospitalized for diabetic ketoacidosis. At the time of the report, the contact declined to provide further information. On (B)(6) 2018 the customer was still hospitalized and declined to provide additional information at the time. Although additional attempts were made, the customer did not reply to the requests for information.